Event description:
It was reported that during a stenting treatment procedure a stent dislodged inside the patient. The target lesion was located in the mesenteric artery. An express sd stent was placed at the target lesion. A 6.0x14x90cm express sd stent delivery system (sds) was advanced, however, advancement the stent dislodged from the delivery balloon. The physician tried to reengage the target lesion but was unsuccessful. The dislodged express sd stent was not located under fluoroscopy. The procedure was aborted as the physician was satisfied with the results of the first implanted express sd stent. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).